Event description:
It was reported that customer experienced cgm error and required assistance with starting sensor session. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received guidance on performing pump reset, completed reset with support, did not encounter cgm error again, and successfully started sensor session, with no further issues reported.